Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, broken belt clip slot and missing end cap sticker.

Event description:
Customer reported via phone, the insulin pump was prompting itself to easy bolus. It would scroll up and none of the buttons were responding. Customer didn't know her blood glucose. Customer doesn't recall any significant events that may have led to the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.